Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation used in this incident, it was determined that the drawer 2.1/2.2 was failed. A field service engineer while enroute to site customer informed that issue was resolved after hard shutdown and unseating/reseating pyxibus cables. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure and not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.